Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly the pump had an intermittent power issue, the battery compartment was damaged, and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 08/30/2016. The device has been returned and evaluated by product analysis on 08/08/2016 with the following findings. A review of the black box indicated one reboot occurred on 06/14/2016. Visual inspection revealed cracks in the battery compartment and moisture damage in the battery compartment. Leak testing revealed a battery compartment leak. The pump powered on correctly and was exercised for 24 hours with no power interruptions occurring. The pump casing was opened and there was no evidence of internal moisture. The complaint of a power issue could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
.